Event description:
It was reported that during a prostate procedure tip break noted after 42354 joules with 0:04:36 minutes of use. The tip of the fiber was cleaned during procedure. A second fiber was utilized to complete the case. No patient injury was reported.

Manufacturer narrative:
A review of the device history record confirmed that the device met all material, assembly and performance specifications prior to release. Analysis of the returned device confirmed that the fiber tip exhibit no signs of breaks/fractures. Analysis showed the fiber glass cap bevel edge and metal cap were not aligned. The glass cap can rotate independently of metal cap. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe charred detritus adhesion on surface, and indications of slight melting on output window. The outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. Based on the observed fiber findings it is probable that cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. Cap wear acceleration lead to the possibility of glue failure. This would cause reduced vaporization efficiency. An evaluation conclusion code of known inherent risk of device was assigned to the observed fiber findings. However, based on analysis results, the reported fiber tip break was not able to be confirmed as no breaks were identified. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during a prostate procedure tip break noted after 42354 joules with 0:04:36 minutes of use. The tip of the fiber was cleaned during procedure. A second fiber was utilized to complete the case. No patient injury was reported.